Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise, oversensing without pacing inhibition, and low out of range shock impedance measurements at implant. The ICD was replaced with another ICD before pocket closure, however the system still exhibited low out of range shock impedance measurements. The lead was tested again and displayed shock impedance measurements that were low but within range. The physician felt comfortable with the system and the measurements, and the rv lead remains in service. No adverse patient effects were reported.